Manufacturer narrative:
On 13 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery occurred 4 years after primary cementless tha. Pre-revision radiographic image provided shows the presence of signs of stress shielding. Aseptic loosening is a possible, literature described mid-term adverse event after cementless tha and reasons are often unknown. In this case, the cause of failure cannot be determined. Batch review performed on 16 october 2017. Lot 125010: (B)(4) items manufactured and released on 07 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of this lot have been already sold and this is the second similar event reported on the same lot.

Event description:
The patient came in complaining of pain and instability. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.